Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a procedure to repair a small satellite midline ventral abdominal hernia on (B)(6) 1998 and mesh was implanted with suture for fixation. On (B)(6) 2002, the patient had another hernia repair for recurrent hernia and gore-tex dualmesh was implanted with suture for fixation. It was reported that the patient experienced many years of constant diarrhea, pain and irritable bowels. The patient had a d&c in (B)(6) 2015 and a hysterectomy on (B)(6) 2015 and (B)(6) mesh was seen adherent to the midline and imbedded into her intestines. After the removal of the old mesh, a piece of bard ventralight mesh was implanted. The patient returned to hospital on (B)(6) 2015 with infection, necrotic tissue and debris were debrided and a wound vac was placed. The wound in her abdomen took 7 months to close. No additional information was provided.